Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main board was out of electrical specification. It was also noted that the boss on the upper case was broken and contaminated, the battery wire insulation was pinched but insulation was not compromised, the hanger assembly was broken and one case screw was contaminated.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the external pulse generator (epg) displayed an error code and the ring was broken. The epg was returned for servicing. There was no patient involvement.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Further analysis was performed on the main printed circuit board assembly. Visual inspection did not reveal any anomalies. Bench analysis found that after replacing the eeprom (electrically erasable programmable read-only memory) the device powered up normally. Device was then functioning normally.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.